Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes the glass broke, which resulted in leakage and underfill. The following information was provided by the initial reporter. The customer stated: ¿the customer reported as follows: a glass tube broke, resulting in leakage and the consequent underfill.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with deionized water, and no issues were observed relating to glass breakage or underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes glass breakage and underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes the glass broke, which resulted in leakage and underfill. The following information was provided by the initial reporter. The customer stated: ¿the customer reported as follows: a glass tube broke, resulting in leakage and the consequent underfill.¿